Event description:
A talent stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm. The patient¿s current aneurysm measures 5 cm in diameter. The distal aortic neck measures 31 mm in diameter. There is moderate calcification and the aortic neck angulation is 0 degree. It was reported approximately three years post implant, a follow up CT scan showed a distal type I endoleak due to loss of distal seal. The bottom stent was not opposed to the aortic wall due to disease progression; neck dilatation. A secondary intervention was performed. It was reported that during the secondary intervention, the physician was having difficulties accessing the aneurysm with the valiant delivery system due to the tortuous iliac arteries. The delivery system was taken out of the patient and was accessed with a conduit and dilated with a 25 and 22 sheath. The delivery system was reinserted into the patient and u pon deployment of the first stent ring the physician observed the stent graft was being deployed outside and up the side of the talent stent graft due to wire misplacement. The physician attempted to pull out the device but the device auto-deployed. The physician converted the patient to open repair, explanted and discarded the valiant graft and sewed in a dacron graft. The endoleak was still present at the end of the procedure. The physician will monitor the patient.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; disease progression. Conclusion: endoleak. Anatomy related; disease progression.